Event description:
Procedure: lap chole. According to the reporter: in use, after inserted into cavity, versaseal and cannula of 5mm trocar were disengaged. Used other device . No bleeding. Nothing fell into the patient's cavity. No tissue damaged. Operative time was not extended more than 30 minutes. No patient info available.

Manufacturer narrative:
(B)(4)